Event description:
Allegedly, during an ent procedure, the doctor felt the scope get hot; he found that he was using an incorrect light cable for the scope it was attached to. When doctor switched to a smaller diameter light cable he noted that pt had received a minor burn on the outside of the nose. The scope and light cable connection most likely made contact with patient. Burn was treated with salve and procedure completed. Pt condition is good. Please reference MFR # 1221826-2013-00012.